Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient was totally dizzy all of the time. His doctor gave him a cardiogram, cat scan for his head, and checked his eyes and ears. The doctor did blood work and said that he had high magnesium. One night the patient woke up screaming and thought that he was going to die, his anxiety level was up and he feels like he is going to pass out all of the time. The patient noted that that this started occurring on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.